Event description:
When the physician tried to detach og tdl cmplx fill coil 5x10 coil (640cf0510/17025652) , the proximal delivery wire was broken. He removed this coil safely and used another same size orbit coil. The procedure was successfully done. There was no adverse event and the device will be returned for analysis.,

Manufacturer narrative:
(B)(4). The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt. (B)(4).

Manufacturer narrative:
When the physician tried to detach og tdl cmplx fill coil 5x10 coil (640cf0510/17025652) , the proximal delivery wire was broken. He removed this coil safely and used another same size orbit coil. The procedure was successfully done. There was no adverse event and the device will be returned for analysis. A non-sterile orbit galaxy tdl cmplx fill coil 5x10 was received coiled inside of a plastic bag. The hypotube was inspected and it was found broken. The introducer was received unzipped separated of the unit and no damages were noted on it. No damages were noted on the support coil and gripper while the embolic coil was found stretched. The hypotube, gripper and the embolic coil were inspected under microscope; the edge of the broken section show evidence that the hypotube was kinked before it was broken. The gripper was found without damage just residues of dry blood can be observed on it) while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot 17025652 presented no issues during the manufacturing process that can be related to the reported complaint. The failures reported by the costumer as ¿delivery tube ¿ fractured¿ was confirmed. The condition of the hypotube was apparently caused by applying excessive force on it due to the edge of the broken section show evidence that the hypotube was kinked before it was broken. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to have this failure. Additionally inspections are in place that prevents this kind of failures from leaving the facility. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Product was received for analysis. Additional information will be submitted within 30 days of receipt.